Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was no capture on this right ventricular (rv) lead. It was noted that there was no slack remaining in the rv and right atrial (ra) leads. The lead was repositioned. No adverse patient effects were reported.